Event description:
The patient lost stimulation sensation while at home. There were no usual activities at the time the patient lost stimulation. The microwave was running at the time about 4 feet away. The patient was seen in clinic. A watchdog power on reset error code was noted. The error was cleared and the device was reprogrammed to the original settings. The patient has not had any issues since.